Event description:
It was reported the patient underwent a total left hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to aseptic loosening of the acetabular cup. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Correction: date of this report and date received by manufacturer in the initial medwatch should have been december 1, 2014.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported the patient underwent a total left hip arthroplasty (tha) on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to aseptic loosening of the acetabular cup. The acetabular cup, modular head and taper adapter were removed and replaced.review of invoice records shows the tha was performed (B)(6) 2010.